Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer ate something to bring up his blood glucose before sleep. The customer's blood glucose went up to 78 mg/dl. 2 hours later, the customer's blood glucose was 49 mg/dl. The customer's current blood glucose was 268 mg/dl. The customer treated with the pump. The customer reported the drive support cap to appear normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. Unable to confirm broken belt clip due to the insulin pump was returned without the belt clip. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.